Event description:
Caller states that the customer tested 1.5 inr on the device while a lab draw returned with a result of 2.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.